Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5+ functional tricuspid regurgitation for a triclip procedure. During device preparation, it was identified that the triclip xt was damaged. The clip was discarded and a new clip was selected. A new triclip xt was selected and implanted successfully. The final tr was reduced to grade 1+. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported broken gripper line was due to preparation circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 2915.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5+ functional tricuspid regurgitation for a triclip procedure. During device preparation, it was identified that the triclip xt was damaged. The clip was discarded and a new clip was selected. A new triclip xt was selected and implanted successfully. The final tr was reduced to grade 1+. There were no adverse patient effects or clinically significant delays.